Event description:
During a review of films for a non-reportable occurrence alphatec's medical team discovered a fractured alif screw in the patients sacrum (s1).

Manufacturer narrative:
A review of the films in conjunction with the operative report was conducted by alphatec on (B)(4) 2011. The investigation was being conducted on a separate implant within the aspida construct when the fractured screw was discovered. The last entry in operative report dated (B)(6) 2011 indicated the surgeon reviewed the CT scan and documented fusion had occurred. The provided instructions for use ((B)(4)) state; postoperative management: the aspida anterior lumbar plating system implants are designed and intended as temporary fixation devices. The devices should be removed after complete healing has occurred. Devices which are not removed after serving their intended purpose may bend, dislocate, or break and/or cause corrosion, localized tissue reaction, pain, infection, and/or bone loss due to stress shielding. Complete postoperative management to maintain the desired result should also follow implant removal surgery.